Event description:
According to the reporter, after an abdominal skin flap dissection of the left hand, debridement of necrotic tissue, and skin grafting procedure, when changing the dressing of the patient's wound, it was discovered that the microbridge line of the incision, about 1 centimeter in the left abdomen, was exposed, with a little exudation, and the surrounding skin was red and had a skin rash. Afterreporting to the surgeon, the patient had the exposed thread removed and the dressing changed. Twelve days after the initial procedure, the patient's wound symptoms subsided, and scabs formed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.